Event description:
Boston scientific crm rec'd info that this right ventricular (rv) lead had loss of capture (loc) reported and the pt was sent to have the lead repositioned. Under fluoroscopy both the right atrial (ra) and rv leads were reported as out of position. Both leads were successfully repositioned and to date, no adverse pt effects were reported.